Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoirs had recurring issues with air bubbles. Blood glucose level at the time of the incident was not provided. Caller also reported having high and low blood glucose levels. The reservoir was not replaced or returned for analysis.